Event description:
Reporter indicated a vns therapy, patient underwent vns therapy system revision surgery. The implant/warranty registration card indicated the reason for the replacement was "lead discontinuity." Good faith attempts to obtain additional information have been unsuccessful to date.